Event description:
Note: this MFR report pertains to the second of three devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-05540 and 3005099803-2012-05555 for a description of the other devices. It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient suffered incontinence, urinary problems and dyspareunia. All other information is unknown and unavailable.

Manufacturer narrative:
The reported lot number, 0ml9051104, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.